Manufacturer narrative:
(B)(4). This complaint for of use error was confirmed and the cause was identified as the patient failing to follow proper therapy step procedures. During trouble shooting of an alarm situation the nurse stated that the cassette was changed but not the supply bags. Labeling review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a check supply alarm on the homechoice (hc) during prime where during troubleshooting the registered nurse (rn) used a new cassette but the same bags. The baxter technical service representative (tsr) explained the alarm and advised the setup could be compromised. The rn stated that they knew what they were doing. The call completed and new supplies were told to be used. Product surveillance (ps) contacted the home patient on (B)(6) 2011 in regards to the alarm and they said they were able to resume therapy after starting over with new supplies. They said they were never connected when the nurse had initially changed out only the cassette. They did not have a sample available or a lot number. Since then they have been resuming therapy successfully. There was patient involvement. There was no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). This incident was determined to be caused by use/user error. The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.